Event description:
The following complaint was reported by the end user: 3 appliances. One and a half days ago noted a quarter inch area of red skin immediately below stoma.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user cleans with ivory soap and uses stomahesive paste-(B)(4). She reported that she applied mupirocin to area with last two appliance changes. Crusting was discussed with the end user. End user reported she changes product once or twice a day. It was advised that the end user to discontinue use of stomahesive paste-(B)(4) and mupirocin to area. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted. (B)(4).